Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, surgeon experienced a short circuit after the surgery on the 8mm maryland bipolar forceps instrument. Under the condition, electric sparks appeared, and the chief surgeon suspected that there was a short circuit in the insulation module or rear cable. The procedure was completed with no reported injury.